Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose reached greater than 13.9 mmol/l (250 mg/dl) and that the cannula was bent. Hyperglycemia treated by patient with a correction bolus, activating new pod, changing insulin, changing needles, and a manual injection. In addition, it was noted that there were changes made to correction factor and her basal programs. The details of those changes were not indicated. The pod was worn between 4 and 24 hours.